Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were unable to clear alarm. Customer stated that time clock was visible and advance. Customer stated that insulin pump was not exposed to high magnetic field and buttons of insulin pump was responsive. Insulin pump was neither dropped or bumped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Device passed self test. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.